Event description:
The pt experienced intermittent lock between his external equipment and implant. External equipment was exchanged. However, the problem was not resolved. Testing showed that the device was not functioning. Surgery to reimplant the pt's device will be scheduled.